Event description:
A customer reported issues with the speaker and vibrate functions of their insulin pump, alleging that it failed to alert them to low glucose levels. Technical support confirmed the pump was functioning correctly, the customer still believed it to be faulty and was worried about not being notified of low blood glucose. As a resolution, technical support initiated a service replacement request to address the customer's dissatisfaction and safety concerns. There was no reported adverse impact to customer¿s blood glucose level.